Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for hemarthrosis. Event is not serious and is considered moderate. Event is possibly related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2017. Date of event (onset): (B)(6) 2020 (right knee). Treatment: aspirated 90cc blood, will send off to rule out infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however only 1 other incident related to joint injury. Total for lot number: 4 (pc-000055024, pc-000108762, pc-000118986, pc-120224). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 1x depuy cmw 3.